Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of almost 800 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer was assisted with troubleshooting and found that the cannula was bent leading up to the high blood glucose levels. The customer did not return the product back for analysis.